Event description:
Pt had confirmed biofilm infection of the right tmj concepts joint. Staph coag neg and p.acnes. Confirmed 5-13. Removed (B)(6)- treated with daptomycin PICC line for 9 weeks. New implant placed (B)(6) 2014. Pt remained on PICC line until (B)(6). Biofilm returned. Pt has limited opening. Pain and swelling. Placed another PICC line until (B)(6) 2014 and now on suppressive antibiotics. Pt's symptoms cleared with PICC line. Pt is now on oral suppressive antibiotics. Pt in severe pain and is unable to work full time. Implant is not allowing full opening and is jarring. Pt had original device implanted 8-10. Symptoms of infection began shortly after implantation. Was removed after 30-40 cycles of antibiotics. New implant put in (B)(6) 2014. Pt on suppressive bactrim antibiotics with PICC line invanz (alternating). Reason for use: jaw joint ankylosis.